Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain. On the same day, the patient was hospitalized for the event. Treatment for peritonitis was not reported. Action taken with extraneal and physioneal therapies was not reported. The patient was being retrained on aseptic technique. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned, a device analysis cannot be performed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.